Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Complaint sample was evaluated and the reported event was not confirmed. Review of the returned product determined that the product met specifications. As the product was meeting specifications, a review of the device history records was not performed. Review of the product determined that no failure was found as the product is within specification. No further investigation or action is required after review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the incoming inspection member found scratch on the sterile package.